Event description:
Pt admitted for extraction of degenerated atrial pacemaker lead. According to MFR, lead had been recalled. The transvenous extraction was complicated by intra-operative hemorrhage requiring median sternotomy. Disclosed that one of the electrodes was penetrating the superior vena cava posteriorly at the level of the azygous vein and was into the right pleural cavity. Numerous units of blood and blood components were transfused. The pt stabilized and sent to the special care unit. Pt expired several hrs later.